Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received to indicate that this ipg became inoperable following an unrelated surgical procedure. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-00791. It was reported that one of the patient's ipgs became inoperable following an unrelated surgical procedure, and that the patient was experiencing pain at the other ipg site. The investigation has been unable to determine which ipg is affected by which issue.